Event description:
It was reported that prior to a biopsy procedure, a foreign particle was allegedly found inside the primary container. There was no patient contact.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, a foreign particle was allegedly found inside the primary packaging. It was further reported that the sterile packaging was damaged prior to opening. There was no patient contact.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided and reviewed. The first photo shows a black dot was spotted inside the package. The second photo shows the stain was presented on the mission device. The third photo shows the labelling information which matches with the trackwise details. Based on the photo review, only the reported foreign material can be confirmed and the reported tear, rip or hole in device packaging remains inconclusive. Therefore, the investigation is confirmed for the reported foreign body as a black dot was noted on the provided photo and the investigation is inconclusive for the reported tear, rip or hole in device packaging as no objective evidence have been provided. A definitive root cause for the alleged foreign material and alleged tear, rip or hole in device packaging could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2025), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.